Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9) occurred. The customer reported an elevated blood glucose level of 300 (mg/dl) and indicated a bolus would be delivered. It was recommended that the customer not overfill the cartridges during the load process. The customer indicated they would change their cartridge.